Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse determined the sample internal barcode failed. During the visit, the customer explained they obtained a discordant hcg result. The cse reviewed the quality control (qc) data and found it to be out of range. The cse also found the heterogeneous immunoassay module (hm) wash probe was not properly cleaned as per the operator's guide. Siemens is investigating the event.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension rxl max with hm instrument. The initial result was reported out to the physician(s), who questioned the result. The customer repeated the same sample on the same instrument, resulting higher. The customer repeated the same sample on the same instrument a second time, resulting higher. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low human chorionic gonadotropin result.

Manufacturer narrative:
The initial MDR 1226181-2016-00437 was filed on september 7, 2016. Additional information (10/24/2016): it was confirmed the customer was not performing maintenance procedure as directed in the user's guide for the dimension rxl max with hm. The alternate instrument was down for preventative maintenance, so the customer used the dimension rxl max with hm instrument, however, maintenance was not performed before use. In addition, the customer did not have adequate quality control (qc) procedures. The customer ran qc and patient samples in the same batch and did not review the qc results, which resulted negative. The cause of the discordant, falsely low human chorionic gonadotropin results is due to use error. The instrument is performing according to specifications. No further evaluation of the device is required.